Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the curved bipolar dissector instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that the curved bipolar dissector instrument's insulation of the conductor wire was worn off. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: black insulation damage was observed. There was no loss of cautery, arcing, signs of thermal damage or fallen fragments.